Event description:
Middle-aged female with history of acute type a aortic dissection status post ascending and hemiarch aortic repair along with antegrade thoracic endovascular aortic repair (tevar) and left subclavian stenting, who presented with extremely large aortic arch and descending aortic aneurysm associated with the residual type b aortic dissection, presented for tevar procedure. During the procedure, the graft was deployed and as the main stent graft system came out from the right femoral artery, the nose cone was separated from the device. It was left in the external iliac artery. The right femoral access was upsized to 24 fr and 10 mm snare retrieval was employed. The nose cone was able to be retrieved without major issues. Manufacturer response for thoracic stent system, terumo (per site reporter). They stated an inspection of the thread on the distal indicated found that the epoxy application was in the incorrect location and was not uniformly all the way around. Therefore, the root cause of the reported failure of the tip separating from the delivery system was not procedure compliance. The operators did not comply to the procedure.